Event description:
The pt presented with nyha iii and central aortic insufficiency and underwent a tavi procedure to place an sjm portico valve inside this valve. Intraoperatively, prior to the portico valve being deployed, a tee revealed a central jet between the left coronary and non-coronary leaflets of the trifecta valve. The pt is in stable condition following the procedure.